Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient called back reporting ongoing therapy concerns. They tried it on the same level for one week and wanted to see if it would improve but it did not. Patient was still having a lot of incontinence and urine leakage and wanted to know if they could change the program. Agent reviewed how to do so and recommended patient monitor symptoms. Patient stated they may be calling back again next week for assistance if symptoms are not improved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that patient said when bladder is full and they need to pee, it was painful. The issue started a week or more ago. Patient feeling like when they were suffering a uti. Patient was given medication a week ago but did not make this feeling go away. Patient thinks the antibiotics were very soft and won't fight off the infection. Patient said, they didn't know if they should change the program. When they have to go to the bathroom, the urine is already comingout before they get to the bathroom. Patient confirmed they were getting 50% or greater relief of bladder leakage. Patient mentioned that yesterday, they were at 1.3 and increased to 1.4 and it hurt a little bit but then it went away. It was explained to patient that it should never hurt. If it hurts then patient has it too high. During call, assistance given to patient to try to connect the handset and the communicator but patient kept getting the message device not found. Patient said this was the first time they experienced this issue. It was confirmed the communicator was not plugged into the charging cord. The bluetooth light was solid blue. Patient had the communicator placed vertically and blue side was against the skin. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient has an appointment with the hcp on thursday and said they would wait until then or have their daughter call back with them to do troubleshooting.